Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: it is presumed that the light guide detection connector was worn away due to repeated use for a long period, or since the user forcibly connected the endoscope, the light guide detection connector failed. Because of the failure of the light guide detection connector, it is presumed that the light guide detection did not function. The legal manufacturer confirmed of contents described in the instruction manual address the reported event. ¿the endoscope detection did not function and the endoscope was not recognized. ¿ regarding the handling of the subject device and the connection of the endoscope, the following are described in the instruction manual. That this event may be prevented. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. Do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center and is pending evaluation. In addition, the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during preparation for use, the scope detection on the light source did not function. There was no patient involvement reported.